Event description:
Essure implant was done in 2009 and shortly after, noticeable change in cycles and pelvic pain, mostly on left side. Recently it has gotten worse with clotting for the last 9 months and cycle has now been on for almost 2 months straight. I have also had weight gain, loss of energy. I developed the autoimmune disease, vitiligo in 2009. Every doctor has said my medical problems are not related to the implant, but I'm positive that it is. My cycle prior to having this procedure were light and lasted no more than 4 days and now it last possibly 2 weeks and require me to use extra protection to prevent a messy situation with extreme cramping that keeps me bedridden. I've since become anemic due to the heavy bleeding. I'm currently undergoing treatment and have been prescribed a steroid to stop the bleeding. I will have more treatment in the future. I plan on discussing the removal of the essure devices.